Manufacturer narrative:
The authorize service personnel (asp) spoke with the customer, it was confirmed that it showed the electrocardiogram (ECG) leads malfunctioned. After the hospital's equipment department replaced the ECG leads, the equipment returned to normal. It was confirmed the pulse rate function of the monitor works normally, based on the information available and the testing conducted, the cause of the reported problem was the ECG leads. The reported problem was confirmed. The part was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number : philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported during routine vital sign monitoring, the ECG waveform was stable; however, the monitor displayed 'extreme tachycardia' with a heart rate of 246 bpm. The actual pulse of the 2-day old patient was 150 bpm. The spo2 pulse rate displayed at 130bpm. There was no report of actual harm associated with this complaint.